Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture (loc). It was determined that the lead had dislodged and was in the right ventricular (rv). The patient was seen for a revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects. The lead remains in service.